Manufacturer narrative:
Based on the analysis, the alleged issue was verified and different issues were identified (malfunction (B)(4) and malfunction (B)(4)). The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.